Event description:
A system alarm occurred at the start of a routine hemodialysis treatment. A clear fluid leak was noted from the fluid management pathway. Rinseback was not completed due to suspected clotting of the cartridge, resulting in an estimated blood loss of 50cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss was attributed to the operator not performing rinseback as instructed in the user's guide when a leak is detected. Evaluation of the returned cartridge confirmed a leak at the fluid management pathway of the cartridge. The exact cause of the leak is under investigation. The user's guide states that the nxstage cycler may not sense slow fluid or blood leaks resulting from loose connections, faulty components, venous access disconnection or other potential causes. Visually inspect the system periodically for evidence of leaks. Terminate treatment if leak cannot be resolved. Facility staff has been notified. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No additional information will be provided.